Event description:
It was reported that foreign matter occurred with angiocath gn 18ga x 1.88in. The following information was provided by the initial reporter, "after opening the unit package, it was foreign matter on catheters. The defect were found on many products."

Manufacturer narrative:
The correction is as follows:g.2 manufacturing location: becton dickinson industrias cirurgicas, ltda. H3 other text : see. H.10

Event description:
It was reported that foreign matter occurred with angiocath gn 18ga x 1.88in. The following information was provided by the initial reporter, "after openiing the unit package, it was foreign matter on catheters.the defect were found on many products."

Manufacturer narrative:
Investigation: bd was able to verify the reported complaint. Two samples were sent for fourier-transform infrared spectroscopy testing indicating the material was most likely cellulose. The probable root cause of this foreign matter made up of similar cellulose components may have joined the silicone to foreign material found and have originated punctually during the assembly process of the angiocath product and may be related to the problem of excess silicone originated from the machine. A corrective action project, CAPA#45094, has been initiated to investigate the excess silicone issue. DHR was reviewed and theis lott was reviewed regarding the tests of ¿foreign matter ¿ were not evidenced records that could lead to the claimed defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with angiocath gn 18ga x 1.88in. The following information was provided by the initial reporter, "after opening the unit package, it was foreign matter on catheters. The defect were found on many products."